Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during procedure in 2006. It was reported that during a stenting procedure of the right internal carotid on the day of event, the pt experienced hypotension. The condition was reported to have resolved three days later. The event did result in prolonged hospitalization and the condition was not pre-existing. The action/treatment for the hypotension was vasopressors/inotropes. No add'l info was available.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.